Manufacturer narrative:
Our investigation has identified steps in the manufacturing process which combined with non-approved cleaners can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly, but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. The surface coating process was updated and additional testing and verification included.

Event description:
Trumpf medical was informed by a customer that paint from the surface of their trulight surgical light lamp head had chipped and fallen into the sterile field. No injury was reported.